Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was reproduced during evaluation as a false downstream occlusion alarm. A review of the event history log identified downstream occlusion messages. The cause was determined to be a failing downstream tubing guide and an out of specification force sensor. The tubing guide was replaced and force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "continuous downstream". The problem was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.